Event description:
During an upper endoscopy procedure, the physician used a wilson-cook saeed six shooter multi-band ligator. All six bands fired properly, then the barrel detached from the endoscope into the patient's stomach. The barrel was retrieved with an extraction basket. Information provided with the initial report indicated the endoscope used during the procedure was incompatible with this device. The instructions for use for this product instruct the user to refer to the product package label for use of the appropriate endoscope. This device is compatible with endoscopes that have an outer diameter of 9.5 mm - 13 mm. Although the outer diameter of the endoscope used with this device was not provided with the initial report, the facility did confirm that the outer diameter was smaller than 9.5 mm.